Manufacturer narrative:
Additional information was received that the caster did not break off of the unit. There was no allegation of instability or tipping of the machine. The initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a broken caster which could cause a tip or fall. There was no report of patient involvement.